Event description:
It was reported that a double-blind market research survey was administered to physicians who had stopped using rezum in the two years prior to the survey date. The survey was intended to capture their satisfaction level regarding the outcome of rezum water vapor therapy for benign prostatic hyperplasia procedures. Sixteen responses were received, none contained specific procedure or patient information. Two responses indicated the physician was extremely dissatisfied and fourteen indicated they were quite dissatisfied; extremely dissatisfied being the most significant. The categories of extreme dissatisfaction included patients not feeling well post-procedure; in addition, patient symptoms reported included significant dysuria and a few bladder neck contractures. The categories under which the physicians indicated that they were quite dissatisfied included: length of time of catheterization, less efficacy than trans-urethral resection of the prostate and alternatives, several months to maximum symptom relief, poor patient satisfaction with procedure outcome, and higher rates of pretreatment. Patient symptoms reported under this category included: bleeding, urinary retention, pain, prolonged urgency, discomfort, lower urinary tract symptoms upon catheter removal, and irritating side effects (not specified). No further information was available.